Event description:
It was reported that a malfunction alarm occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur, allowing the customer to continue using the pump.